Event description:
A malfunction alarm with code malf 9 was reported by the customer. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and contact support if the issue reappears.